Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope, had a wire cut. The issue occurred during an endoscopic retrograde cholangiopancreatography therapeutic procedure. The patient was under sedation. There were no delays reported and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to d8, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the cause of the cut wire was likely component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new customer reported information.